Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) saw a red blinking light on their remote monitoring communicator indicating an issue with their implanted device. Attempts were made to obtain additional information, but were unsuccessful. The device remains in service. No adverse patient effects were reported.